Manufacturer narrative:
Additional information: b5, h6, h11: b5: during the follow-up, it was clarified that there was a puncture hole in the tubing of an extension set (previously submitted as unspecified quantity) that resulted in a leak (previously not submitted). This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were puncture holes in the tubing of an unspecified quantity of extension sets. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.